Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon noticed that the tibial component appears to shift slightly posteromedial while implanting despite following the surgical technique. The surgeon was not concerned regarding the slight shifting. Attempts have been made and all available information has been provided.